Event description:
Reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed on march 2005. No patiet injury or medical intervention was associated with this incident.